Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The impella device was not received from the customer. However, clinical details were insufficient to determine the root cause. Limb ischemia may occur during impella support; unfortunately, determining the exact cause requires clinical information which was not provided. The instructions for use states: ¿potential adverse events acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 63-year-old female in post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella cp device for mechanical circulatory support. It was reported that there was no pulses to the impella leg. A doppler ultrasound was performed, however, the results had not been read.